Event description:
User facility medwatch report received that states "viperwire fractured inside patient's vessel. Roughly 1.5 - 2 inches retained."

Manufacturer narrative:
Attachment medwatch report #mw5184927. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.